Event description:
It was reported that the luer lock became disconnected from the pt line. Customer had elevated blood glucose levels (280 mg/dl). Customer changed infusion set and cartridge and successfully resumed insulin delivery.

Manufacturer narrative:
No product returning for eval. Should additional info become available, a supplemental form will be completed.